Event description:
A malfunction alarm was reported by the customer, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs, which they understood and acknowledged.